Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator did not stay powered on for the expected fifteen seconds during its battery replacement. The generator was returned for service. Follow-up was conducted and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken/contaminated, the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, and the battery drawer was broken.

Manufacturer narrative:
Further analysis was performed on the main pcb due to battery removal test failure. Initial component level testing indicated a capacitor failure, however, this finding could not be confirmed because the pcb was damaged during the analysis.